Manufacturer narrative:
Medtronic received additional information that the reason the band was not used was due to the patients native tissue was unable to successfully be repaired. The band was removed and successfully replaced with a non medtronic device without issue. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this 33mm mitral annuloplasty band was implanted and explanted during the same procedure for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.